Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. No failed battery test or rewind anomaly were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons had to press a bit harder. The customer's blood glucose value was unknown. The insulin pump rejected new batteries and had slower rewind. The insulin pump will not be returned for analysis.